Event description:
Applied icy hot heat activated patch to my right shoulder at 7:45 am at 12:30 pm. Removed patch to find that my skin had been burned and when I removed the patch the adhesive removed skin from the burned areas. I applied neosporin to the affected area and aveeno skin repair lotion to the area and the burns have healed leaving little scarring. Dates of use: 2007. Diagnosis or reason for use: muscle pain in shoulder. Event abated after use stopped or dose reduced? Yes.